Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the infusion leaking was at site., with 1 sets of infusion . The blood glucose was goes upto 248 mg /dl. No further information available.